Event description:
It was reported that morphine was in the pump at implant and this gave her bad urinary retention. The cause of the issue was drug side effects. The hcp reduced the medications in the pump, and changed the medications in the pump to fentanyl. The issue had been resolved and the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)